Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was cloudy white, water removal was reduced due to clogging of the nozzle, and the protector of the universal cord on the control section side was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a poor water supply. The issue was found during an upper endoscopy procedure, which was completed using the same device. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.